Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
After 1 week of implant, the lead showed loss of capture, poor sensing and out of range impedances. X-ray revealed that the slack in the lead was gone. The lead was explanted.